Event description:
Caller (nurse) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio2: 5.5, 4.7, 4.5, lab: 3.2. Caller also reported imprecision with inratio2 meter. Results as follows: date: (B)(6) 2012, inratio2: 5.5, 4.7, 5.5. Time between inratio2 results: 5 minute intervals. Time between inratio2 and lab result: 2 hours. Pt's therapeutic rage: 2.0 - 3.0 inr. Nurse who was doing the training, performed 3 tests on the meter with varying results. A lab comparison was done resulting in a discrepancy.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test with lab results provided by end-user at time complaint was filed: inratio2: 5.5, 4.7, 4.5, reference: 3.2, mean: 4.48, confidence limits: 2.5 - 6.5. Inratio2 precision data provided by end-user: 1st inr: 5.5, 2nd inr: 4.7, 3rd inr: 4.5, mean: 4.90, sd: 0.53, %cv: 10.80. Analysis of customer's data revealed that inratio2 and reference test result comparison did meet accuracy criteria. Repeated inratio2 test result comparison also met precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. Per complaint issue, pt is (B)(6). Per product insert, inratio/inratio2 testing has been limited to subjects age 18 and older. Strip lot info was not provided. Complaint issue will be subject to tracking. No corrective action required at this time as no product deficiency was established.